Event description:
Clinic reports leaking blood line at connection between blood pump segment and post pump arterial line at reuse2. No sample is available. One of three events involving less than 100cc blood loss. MDR filed due to bloodloss only.